Manufacturer narrative:
Medwatch sent to FDA on 04/13/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, prod or pt details has been requested. No add'l info is available at this time. The events of nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 2 months after injection in the left cheek and lips with 1 syringe of juvederm columa xc, the pt developed nodules and swelling at the injection sites. Pt was treated with "steroids" by another healthcare professional. Symptoms improved once the pt was on the "steroids," but returned once the pt finished taking the "steroids."